Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, users were not able to login to es server. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported due to this event.

Event description:
It was reported that when using the bd pyxis¿ es server, users were not able to login. The customer stated that this malfunction occurred while dispensing the medication and they were unable to issue the medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section e initial reporter last name, other occupation upon investigation of the actual device used in this incident, it was determined that all users unable to login to server. A technical support specialist (tss) discovered that major disk latency had suddenly occurred in the ascension infrastructure, which drastically affected the carefusion coordination engine (cce), es database, and rpt servers. The tss, along with a handful of individuals, was able to assess the situation and implement emergency-level changes to move the virtual machines (vms) to a more stable environment. These actions helped stabilize operations while further improvements were being planned. The system functioned as intended after the technical support specialist investigated the issue.